Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor was dislodged from the collagen plug when deployment happened. The operator removed the sheath and there was visible dislodgement. They used another angio-seal and it deployed with no issues. The patient was reported to be in good condition. Blood loss was less than 250cc.

Manufacturer narrative:
One 6fr angio-seal vip device was received for product evaluation. No accessory components were returned with the carrier tube assembly. Visual inspection revealed blood-like substances, and that the device cap was found to be in the forward lock position. The bypass tube was found protecting the anchor of the carrier tube assembly. Microscopy analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly and found kinked adjacent to the proximal part of the bypass tube. The collagen had expanded from the slit due to contact with the blood. Under microscopy, a small portion of the anchor could be seen extending past the bypass tube. There was no damage noted to the bypass tube. No other visual anomalies were noted with the device. The visual analysis found the anchor slightly jutting out from the bypass tube would not have had any effect on the functionality of the device, as the anchor would still be in the proper manufacturing position. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that due to the location of the kink and presence of a blood-like substance at the manufactured slit that the kink was likely occurred while handling or inserting the device into the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.